Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. The implant date of the ipg was in 2015, but specific date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient forgot to recharge the ipg as recommended. Over time, the ipg was unable to communicate with external device and the patient lost stimulation in (B)(6) 2020. To address the issue, the physician explanted the ipg and replaced it with a new model, which resolved the issue.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The cause is a depleted internal battery due lack of charge. Per event description, patient said that last time he used therapy was around (B)(6) 2020. Per document 56-0258, no product evaluation form was initiated.according to the review of prodigy, IFU arten100144509a rev a3, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿